Event description:
An alarm issue was reported with the adc application in use with (samsung galaxy a8 2.5.3.6373)an android 9 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and a loss of consciousness and was able to self-treat with oral sugar and water after regaining consciousness. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, observed no failure modes. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a new unused reader and performed accuracy test. Low and high glucose results were successfully activated. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. Investigation attempted to replicate the user complaint and not able to replicate the user complaint and were able to successfully receive high/low glucose alarms by using the android version of the app. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an android 9 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and a loss of consciousness and was able to self-treat with oral sugar and water after regaining consciousness. No further treatment was indicated. There was no report of death or permanent injury associated with this event.